Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to high blood glucose with blood glucose of 400 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. When the customer was taken off the pump, the customer's blood glucose values improved. One infusion set had a broken cannula when removed and changing a set decreased the customer's blood glucose values. Troubleshooting was not completed but the pump passed a self test. No further information was provided. The insulin pump will not be returned for analysis.